Manufacturer narrative:
Internal report #: (B)(4). Product not returned for evaluation. Most likely underlying root cause is: strip issue.

Event description:
Consumer complaint of blood result reading of "lo". The customer is keeping the meter and strips in the kitchen. Customer does not feel ill. Customer stated that her expected blood glucose range is 120 - 150 mg/dl, prior to eating. The customer is keeping the supplies in the kitchen. I pulled last five results from memory; lo, (B)(6), 7:00 am, before eating; lo, (B)(6), 6:57 am, before eating; lo, (B)(6), 12:00 pm. +2 hours after eating; lo, (B)(6), 12:00 pm, +2 hours after eating; lo, (B)(6), 1:04 pm, +2 hours after eating.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).